Event description:
Greetings, I need to report a serious problem with a medical device. The mechanical fan of the brand drager, model oxylog 3000, exploded the charger at the moment of charging the battery. The accident occurred in two opportunities, and we believe is a flaw of the design of the charger. As a biomedical engineer, I believe it's important to warn the hospital for a possible of the battery and the charger and avoid any harm to the clinicians and operators of the medical device.